Manufacturer narrative:
Multiple follow-ups were made to request for additional information and product; however, requested information and product not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort hard bite splint mouthguard for about 2 weeks. The patient's lips were swollen.

Manufacturer narrative:
The reported mouthguard was not returned to the manufacturer for evaluation; however, tests were performed on a similar device. The mouthguard was manufactured per physician's request. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no issue found with the test article. Without the reported mouthguard, physical structure testing could not be performed. If the mouthguard would be returned in the future, evaluation of the mouthguard would be conducted accordingly. This incident is being monitored, tracked, and trended.